Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, and urinary retention. It was reported that the patient doesn't think that therapy has been turned on as patient hasn't noticed any improvement as said that after the implant procedure the representative never came to review any information. Caller said that after surgery, the patient had high blood pressure and hcp staff was not able to regulate so patient was hospitalized overnight. Caller said that because patient hadn't voided by herself a foley catheter was placed on (B)(6) 2022 and patient was sent home. As blood pressure was now regulated. Caller said that patient's next appointment was on (B)(6) 2022 and the foley catheter was removed with the direction that if patient doesn't void within the next 6-8 hours to go back to the ER to place another catheter. Caller said that they did end up going to the ER early on (B)(6) 2022 at 3 am as patient hadn't voided and was all swollen. Caller said that a foley catheter was placed and patient was sent home. Patient said that their next appointment is this friday at 7:45 am with managing physician to take foley catheter out. When asked, the patient wasn't able to try to connect to implant to check therapy status during the call. The patient was redirected to their healthcare provider to further address the issue. Patient may call back prior to appointment for assistance in connecting to implant to check therapy status.